Event description:
Philips received a complaint by the customer on the v60, indicating that there was a cooling fan error. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a cooling fan error. The remote service engineer (rse) advised to the customer that if the cooling fan error had occurred then it was possible the fan had less than 2000 rotations per minute (rpm). The customer confirmed that the fan speed was 4185 rpm and that the fan was not noisy. The customer was then advised no other corrective action if the error could not be replicated.

Manufacturer narrative:
Multiple attempts have been made on 20jun2024, 27jun2024, and 05jul2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.